Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the drive shaft minimum 520 mm length for use with ria was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. No fragments were returned. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional analysis was performed on the returned device. The outer diameter of the driveshaft was measured and is within specification based on the relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The device received is broken. Hence confirming the allegation. Conclusion: the complaint was confirmed for the drive shaft minimum 520 mm length for use with ria as the distal tip of the device was broken. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 314.743, synthes lot number: 7455952 , supplier lot number: 7455952, manufacturing site: synthes monument, release to warehouse: 16-apr-2014, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure the tip of the drive shaft broke off. The physician was able to complete the procedure and get the graft he needed. No one noticed that the tip was broken until the procedure was complete. All fragments were retrieved from the patient and procedure was completed successfully.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure the tip of the drive shaft broke off. Surgical delay and procedure outcome are unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).